Event description:
It was reported that patient presented for follow-up due to a competitor rv lead impedance anomaly and potential lead noise. An episode of ventricular fibrillation with noise that appears to be non-physiological was observed. Connector issue was suspected. Device remains implanted. The lead was planned for replacement.